Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the batteries were drained all the way. Force battery charging was turned on. System was plugged into a power outlet and monitored for 2 hours and the battery level was extremely low after two hours of charging. Representative suggested site to charge the batteries for 8 hours. After charging for 8 hours the batteries were functioning normally. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, site had left the imaging system powered on overnight and when the system was plugged into a power outlet in the morning, it would not boot and displayed a flashing red light for the battery indicated. Representative left the system plugged in for 6 hours and the system still would not boot and the battery light flashed red. There was no patient present at the time of the issue.